Event description:
It was reported that an ilet pump¿s sleep/wake button became unresponsive, with no vibration or screen activity on button press; the device could be awakened only when placed on a charger, and it continued to manage glucose within target range otherwise. Symptoms included no clinical effects and no changes in blood glucose levels. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting, including restart attempts and a prolonged wake-button press while on the charger, education on shutdown procedures, data syncing, and the replacement process. Investigation of this device was confirmed and revealed a failure of the mechanical or electrical sleep/wake button function while the device and therapy remained operational when powered via charger, consistent with a device component malfunction isolated to the user interface control. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the wake/sleep button with undetermined underlying mechanism.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.